Manufacturer narrative:
Device evaluation in progress.

Event description:
It was reported that the pump was alarming cassette not attached correctly. The product problem was observed during routine maintenance. No patient injury or complications were reported in relation to this event.

Manufacturer narrative:
Returned device was received in good physical condition with scratched lens. Evidence of reported problem in event log was found. During the evaluation of the device, the "cassette not attached properly" error was duplicated when the cassette was attached. The issue was found to be an inoperable downstream sensor. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.